Manufacturer narrative:
The device was returned to olympus and the evaluation found dents on distal edge, a loose light guide (lg) adapter with stains under the lg cover glass, and a dark on side of the image. Based on the results of the investigation, it is likely that the following led to the malfunction: cause traced to component failure. A device history record review was completed, and no issues were identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during device evaluation, the scope exhibited dents on the distal edge, a loose light guide (lg) adapter with stains under the lg cover glass, and a dark on side of image. There was no patient involvement.